Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were removed. The investigation found the top and bottom cases are in excellent condition. No visible contamination. The pump event history showed a time base background (bgnd) test error in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, during power up process. The time base (bgnd) test" is caused by the main board. Problem with the oscillator for mco or oscillatory for real time clock. The root cause of the reported issue was unable to be determined. No damage or contamination found on main pc board. The technician replaced the main printer circuit board (pcb) as preventive measure (pm). Calibrated unit which passed all functional and delivery tests.

Event description:
It was reported that system failure, no base communication was observed. No patient injury was reported.